Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the patient had primary bariatric case and the same the patient had secondary revisional surgery related to hemostasis complications. No other details known.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 2/24/2020. D1,2,4 corrected data. Surgical videos received. Video 2. Patient 1 primary case version 1 the video shows at the 16:47 mark a device with a blue reload loaded. At the 17:45 mark the device is placed between tissue. At the 19:02 mark the device was fired and removed, staple line and cut line appear to be as expected. At the 19:33 mark the device was introduced with blue cartridge loaded. At the 20:28 mark the device is placed between tissue. At the 20:45 mark the device was fired and removed, staple line and cut line appear to be as expected. At the 21:04 mark the device was introduced with cartridge loaded. At the 21:11 mark the device is placed between tissue. At the 21:28 mark the device was fired and removed, staple line and cut line appear to be as expected. At the 21:40 mark the device was introduced with blue reload loaded. At the 21:48 mark the device is placed between tissue. At the 22:09 mark the device was fired and removed, staple line and cut line appear to be as expected. At the 22:30 mark the device was introduced with blue cartridge loaded. At the 22:43 mark the device is placed between tissue. At the 23:09 mark the device was fired and removed, staple line and cut line appear to be as expected. At the 23:24 mark the device was introduced with blue cartridge loaded. At the 23:34 mark the device is placed between tissue. At the 23:52 mark the device was fired and removed, staple line and cut line were as expected. At the 24:00 mark bleeding was noted on the staple line. At the 24:14 fourteen clips were placed over the staple line to stop bleeding. At the 31:04 mark cauterizing on the staple line took place. At the 31:49 mark three 3 clips were placed over the staple line to stop bleeding. At the 32:21 mark cauterizing on the staple line was performed. At the 36:13 mark six clips were placed over the staple line to stop bleeding. At the 37:30 mark cauterizing of the staple line. At the 38:51 mark three clips were placed over the staple line to stop bleeding. Video 3. Patient 1 revisional 1 video 3. At the 3:32 mark bleeding was noted on the staple line. At the 5:01 mark, blood was noted around to staple line. Video 4. Patient 1 revisional 2 video 4. At the 5:01 mark, staring to clean the area this goes on for the rest of the video. Based on the videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested, and the following was obtained: does the customer believe complications experienced is related to the harmonic device or endocutter device used in previous procedures? Unknown.